Event description:
Additional information received indicated the patient's ipg was explanted and replaced. Also, the replacement ipg was implanted in a different location.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg had rotated and flipped in the ipg pocket. Surgical intervention was undertaken on (B)(6) 2018 and a replacement ipg was implanted.